Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow block alarm on (B)(6) 2025 due to blockage at site. The symptoms were noticed three or more hours after insertion. Also, the site was patient's abdomen. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated for the malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). The batch 6009816 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6009816 were previously tested in complaint (B)(4) on 09/jun/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009816 was manufactured according to the wi version 118 in the line 3, on 26/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6009816 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.